Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 276 mg/dl to "high" on the continuous glucose monitor. Customer delivered a correction bolus via the pump to address bg. Reportedly, the cartridge had been in use beyond labeling. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.